Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous left anterior descending coronary artery below the bifurcation. After a kissing balloon procedure with an unspecified 2.5 mm non-compliant balloon, the 3.5x20 mm trek balloon dilatation catheter (bdc) was attempted to be withdrawn with the balloon fully deflated, but the shaft separated about 10cm from the tip. An air bubble was noted in the coronary artery; however, the patient experienced no adverse symptoms and no treatment was given. The separated piece of the trek bdc was able to be recovered on the guide wire. The procedure was successfully completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of air embolism as listed in the coronary dilatation catheters, trek rx, instruction for use (IFU) is a known patient effect. The investigation determined the reported separation appears to be related to operational context. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.